Manufacturer narrative:
The investigation has determined that higher than expected vitros tropi es results were obtained from two patient samples (p1 and p2) and a known troponin I free sample using a vitros 5600 integrated system. The investigation determined the most likely assignable cause of the higher than expected vitros trop I results is instrument related. Results from precision testing undertaken showed that the vitros 5600 integrated system was not performing optimally. An ortho fe visited the customer site and performed service actions to the instrument. Following these service actions, the results of precision testing showed that the instrument had been returned to expected performance. Based on historical quality control results, a vitros tropi es lot 2248 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2248 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Inappropriate pre-analytical sample handling could not be entirely ruled out as contributing to the higher than expected vitros trop I results for patient 1 and patient 2 as the customer noted red streaks were visible in the two patient samples. It was determined that the customer was not following the sample collection device manufacturer¿s recommendations for sample centrifugation. Therefore, it is likely that cellular debris, due to poor sample preparation, was present in the affected samples.

Event description:
A customer obtained higher than expected vitros tropi es results from a two patient samples (p1 and p2) and a known troponin I free sample using a vitros 5600 integrated system. Patient 1 vitros tropi es result 0.073 ng/ml versus expected tropi result <0.012 ng/ml; patient 2 vitros tropi es result 0.077 ng/ml versus expected tropi result <0.012 ng/ml; precision sample tropi es result 0.116 ng/ml versus expected tropi result <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected patient results were reported from the laboratory, however there was no allegation of patient harm as a result of the two events. (B)(4).